Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) reviewed the reports and noted that the lead exhibited gradually increasing pacing and shock impedance for several years. The pacing impedance remains within range. The lead impedances have fluctuated throughout the years, but the shock impedance regularly exceeds out of range values. Ts recommended resolution. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) reviewed the reports and noted that the lead exhibited gradually increasing pacing and shock impedance for several years. The pacing impedance remains within range. The lead impedances have fluctuated throughout the years, but the shock impedance regularly exceeds out of range values. Ts recommended resolution. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that isometrics were performed. No noise was observed. The physician will schedule a lead revision. The lead remains in use. No adverse patient effects were reported.